Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and replaced the ise reference valve cell 2 and the hose system. At the customer's request, the fse also replaced electrodes in both cells, reference solution in the reference electrodes replaced, replaced mixer paddle for cell 1. The fse performed ise calibration, selectivity and performed ise pool measurement. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results and quality control (qc) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.